Manufacturer narrative:
(B)(4)

Event description:
Per the audiologist, it was reported that the patient experienced pain and skin irritation at the implant site. Subsequently, the abutment was removed and the patient was treated with an antibiotic (date and duration not reported).